Event description:
While forwarding the catheter for placement in the aci, the physician injected contrast dye and recognized that the catheter had broken. The catheter was removed and the pt was treated using other products. The pt¿s condition is unchanged after this procedure.

Manufacturer narrative:
The units were returned in biohazard labeled specimen bags with their lot code labels affixed. The unit was returned with cds showing diagnostic images of the procedure. The unit was decontaminated in a 1:10 dilution of household bleach. The unit shows a clean fracture 16.5 cm from the distal tip of the device with the tip section attached to the main shaft by a thin section of plastic and the exterior coil wire. Fluoroscopy shows the break to have occurred in an arterial bend of greater than 90 degrees. A review of the device history record (DHR) was completed on part # 1147-03.b (lot # l14795). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l14795) indicated that 100% inspection of the devices resulted in 39 failures. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirements.